Manufacturer narrative:
Device evaluation: one (1) inner cannula of p/n 100/870/080 l/n unknown was returned; the returned sample were received in used condition. During visual inspection a cracked inner cannula was observed. The customer reported condition was confirmed. The most probable cause is: the inner cannula was cleaned with another substance , perhaps alcohol that is not the one that mentions the cleaning instructions (inner cannula cleannig instructions 10011781-001 ), which tells you that it should be cleaned with saline solution, the most probably is the defect occurred after of mtij manufacturing, because during the packing inner cannula in the tray not use any substance. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the inner cannula was torn 10 days after the product began to be used. The portex tubes blue line ultra tracheostomy tube was being washed once or twice per day. No patient injury or complications were reported in relation to this event.